Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging sense wires within the connector. The root cause for the damaged connector was excessive force. No adverse events resulted from the damaged monitor.

Event description:
A us distributor returned a monitor that was unable to communicate with an electrode belt.